Manufacturer narrative:
Concomitant products: 457453 lead, implanted: (B)(6) 2014, product event. Summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was successfully implanted and the patient experienced an increase of sinus tachy during the procedure. The following day the rv lead exhibited high thresholds. The rv lead was repositioned, program adjustments were made and lead measurements were within acceptable range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).